Event description:
This event was communicated by a customer representative who reported that a site ((B)(6)) had spheres that did not track. Site replaced spheres and the new spheres were able to track. Complainant reported that there was no patient/user injury, death or other serious deterioration in health.

Manufacturer narrative:
Visualization of the device indicates non-reflective areas on the sphere. The non-reflective surface is quite small compared to the overall reflectiveness of the sphere. The origin/cause of the non-flective portions is either a manufacturing defect or came about during handling of the sphere by the user.